Event description:
On (B)(6) 2011, (B)(4) from distributor (B)(4), informed salter labs regarding a connection issue. While in use, nasal cannula disconnected from the oxygen outlet and pt did not receive oxygen. The nature of the medical intervention required is unk. No product has been returned to date. Current status of the pt is unk. Ongoing efforts are being made to find current status of pt. This is an interim report.